Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the uninterrupted power supply (ups) and battery of the navigation system were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system has been having power issues. The stealth would be fine where it was stored and in the hallway, but when it was brought into the or for set-up, the system would power down. The site would not be able to power it back up. The system would be brought back into the hall and then when it was left charging, the system could power back on. The self test tool shows the system is plugged in and charging. The representative unplugged the system from the wall and it remained powered on for several minutes. On 2020-mar-17 it was determined that this is sn issue with the system. The outlets work fine with other pieces of equipment.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, serial/lot #: r1952 product ID: 9735787 serial/lot #: (B)(6). H3: the battery and uninterrupted power supply (ups) was returned to the manufacturer for analysis. The returned ups was bench tested, in conjunction with the accompanying battery, for a period of twenty four hours and no issues were detected. All twelve and forty volt outputs measured normal voltage and the power switch functions, as intended. The battery measured 51.9 vdc, upon return. The returned battery was bench tested, in conjunction with the accompanying ups for twenty four hours and no issues were detected. The hardware investigation found that the reported event was related to a hardware issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.